Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported ---finding from this box 1 out of every 2-3 pen needles clog during injection verified the lot number and obtained the item # from the box. This user is also a doctor who has medical practice at home address. Reviewed placement of pen needles onto the pen and to complete a flow check with each injection. Consumer resistant to completing this process. Lot #: 8360678. Catalog#: 320883. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported ---finding from this box 1 out of every 2-3 pen needles clog during injection verified the lot number and obtained the item # from the box. This user is also a doctor who has medical practice at home address. Reviewed placement of pen needles onto the pen and to complete a flow check with each injection. Consumer resistant to completing this process. Lot #: 8360678, catalog#: 320883, date of event: unknown.